Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered to address bg. The customer alleged that automatic boluses were not delivered tandem educated the caller that without a continuous glucose monitor connected, the pump will not deliver automatic boluses.